Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found the primary failure of functional test failed-clip test to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip stayed attached to the clip applier and unable to be released. There are no bent clip tips observed. The complaint was confirmed by failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
It was reported that prior to starting, the clip applier did not fire. The device was not sued on the patient. The procedure was completed with no reported injury.